Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported by the affiliate that prior to an unknown procedure, the ¿odp¿ removed the device from the outer box to find when opening there was a cut in the paper seal rendering it unsterile. The stapler was not used and another device was opened. The tear in the paper has been marked. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n5597w. The analysis results found that tlc55 device was returned outside its package. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have a cut in the tyvek, the cut was noted to be from the outside in. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.